Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 30-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
It was reported that at 4 pm on (B)(6) 2019, a suction catheter was replaced for a new one. At that time, the suction process was not performed. However, at 6:20 pm on the same day, endotracheal suctioning was performed after intraoral suctioning. When the nurse attempted to use saline to wash the catheter, it was not suctioned and instead entered the endotracheal tube. The patient experienced oxygen desaturation and had to have a bag valve mask applied, and it was reported that the suction pressure was normal. Suctioning was able to be performed properly after the suction catheter was replaced. When the nurse tested the catheter with water in a cup, it did not suction.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 04-mar-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot m18177t404 was reviewed and the product was produced according to product specifications. One used sample was returned for evaluation. During testing, the thumb valve actuated as expected, however, the catheter was not able to suction water. When the catheter was cut open and viewed under magnification, it was discovered that the proximal end of the catheter inside the bushing was completed occluded by a clear substance. A review of the manufacturing process revealed that this substance was likely to be adhesive, and the reported issue was manufacturing related. All information reasonably known as of 11 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.